Event description:
The customer reported via phone call that they experienced high blood glucose readings of 484 mg/dl. The high blood glucose readings were treated with a manual injection. The customer was not currently wearing the insulin pump. It was also stated that the customer had request training for the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.